Manufacturer narrative:
The certas valve was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. The possible root cause for " surgeon tried to change valve setting without success", issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 3 reports: different products. Same patient. Other mfg report numbers: 3013886523-2022-00042, 3013886523-2022-00043. A facility reported a certas valve was implanted on november 9, 2016: on (B)(6), 2018, it was not possible to change the setting after MRI (setting 5 before MRI, setting 2 after MRI). On (B)(6), 2018, the valve was changed (setting 6). On (B)(6), 2018, the setting remains in 6 after MRI. On (B)(6), 2018, the patient visited an outpatient clinic with over drainage symptoms. On (B)(6), 2018, the valve was in setting 4 and was not possible to change the setting; the patient presented with headache and vomiting, and a revision surgery was performed. On (B)(6), 2018, the patient had an MRI, and the setting was 6. On (B)(6) presented with over drainage symptoms and the setting was changed from 6 to 7. On (B)(6), 2019, the patient had a respiratory infection. Setting remained in 7. On (B)(6), 2021, the patient presented to the outpatient clinic, the setting changed to 8 and was adjusted to 7. On (B)(6), 2021, the setting changed to 5 after MRI, it was difficult to adjust; however, it was possible to change to setting 7 after 3 attempts. On (B)(6), 2022, the patient presented to emergency room with 3 days of vomiting. The valve was in setting 5 and was no possible to change. The valve was replaced, plus proximal revision of the catheter.